Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated that she was so tired and shut off in the middle of the night. The customer was advised by health care provider to bring blood glucose down with injection. A couple hours later, the customer's blood glucose was in the 300's mg/dl. The customer reported a change sensor alert. The customer was unable to complete troubleshoot. The product was not returned for analysis.